Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed upstream occlusion test" was not reproduced. The device was sent for flow lines for an upstream occlusion test and it passed. A review of the event history log revealed "upstream occlusion!" Messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the ultrasonic sensor calibration. The ultrasonic sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion test during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.